Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported customer left the hospital after re-adjustment and infusion set change, and went for a walk. Caller stated customer had an elevated blood glucose level at 3:13 pm; exact reading was not provided. Caller reported customer's blood glucose level went up to 480 mg/dl at 7:45 pm; ambulance was called and customer was taken back to the hospital; needed assistance from diabetes specialist. Caller stated customer took correction via pump and pen. Caller reported the diabetes specialist alleges the pump does not deliver insulin correctly. Requested return of the alleged pump for evaluation.